Event description:
It is alleged that during a knee procedure part of the screwdriver "sheared off", twisting the metal at the break point and the distal end broke off. The end was immediately retrieved. No pt injury.